Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the lead had fractured. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data: further information was received indicating this event is a duplicate and reported in manufacturer reference number: 1627487-2026-01486. Further reporting on this issue will be done on manufacturer reference number: 1627487-2026-01486.